Event description:
A (B)(6) morbidly obese female underwent insertion of gastric lap band (B)(6)2010. Presented to ed (B)(6)2010 with complaint of fever-tmax 106- and vomiting; underwent extensive workup, however could not find source of fever and other complications. Band in proper position with no leak noted; possibility of allergy to lap band explored and patient taken to operating room for removal. Stormy post-op course, however, remained afebrile after removal. Al1 intra-operative cultures negative. Discharged home (B)(6)2010.